Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at implant, there was lead oversensing as soon as the pacing was turned on. External noise was seen on the egm. Even with repositioning the lead, there was intermittent oversensing. After several attempts, the lead was removed and a new lead used. No patient complications were reported as a result of this event.